Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. (B5/event description) the intended procedure was a colonoscopy. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus engineer reported on behalf of the customer, that when using an evis lucera elite colonovideoscope, there was an air/water channel issue. The issue occurred during the diagnostic procedure (colonoscopy). There was no patient harm associated with the event. The device was returned and evaluated, and foreign debris was found in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Event description:
An olympus engineer reported on behalf of the customer, that when using an evis lucera elite colonovideoscope, there was an air/water channel issue. The issue occurred during the intended procedure. There was no patient harm associated with the event. The device was returned and evaluated, and foreign debris was found in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed due to the air/water channel having a blockage. In addition to foreign debris found in the air/water nozzle, the additional evaluation findings are as follows: the light cover glasses was chipped, the light glasses adhesive was worn, the optical cover glass was chipped, the optical glass adhesive was worn, the distal end adhesive was lifting, the up/down and right/left angles were not to specification, and the electrical safety test failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. Based on the results of the investigation, it was confirmed that there was presence of ¿white brush like foreign material clogged in the nozzle¿, however, the foreign material and the cause could not be identified. Reprocessing information could not be obtained. However, in the reports ¿147p-1402, 147p-1403, 147p-1404, 066-3255¿, the reprocessing performance of the device is secured by appropriate reprocessing in accordance with IFU (cleaning /disinfection /sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested event can be detected and prevented by handling the device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. / IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.